Manufacturer narrative:
Analysis of the device found that the issue was confirmed. The loose cable connector was reseated to the p/I board and the worn wave washer was replaced. The device was tested and passed all manufacturing specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the interface was not working properly. There was no known patient impact reported.